Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient a skin reaction that occurred on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The patient visited a healthcare center due to severe skin problems related to the adhesive of the sensor. At the healthcare center, the patient was prescribed betnovat 0.1%, a strong steroid cream. The patient reported dry skin and red marks at various places on the stomach, where the sensor adhesive had been placed before. The reaction healed after a week or two, after patient used moisturizing lotion and the steroid cream. No additional event or patient information was provided. A photo of the reaction was provided. The reported event of skin reaction was confirmed. A root cause could not be determined. Additionally, it was reported that the sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4).